Manufacturer narrative:
Complaint conclusion: as reported, there was a hole in the ¿sink¿ shaft of a 12mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter. There were no reported injuries to the patient. Additional information was requested but was not provided. The reported ¿body/shaft frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors, handling factors, concomitant devices, and patient vascular anatomy could all be potential causative factors. As per the instructions for use (IFU), when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter damage, such as the damage reported, or catheter separation. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a hole in the ¿sink¿ shaft of a 12mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.